Event description:
It was reported an issue with manipler skinstapler. The client reported that the wound does not close properly with the stapler and remains dehiscent, with the corresponding loss of time. The patient presents a surgical wound infection. Two cases have been received and both come from the same surgeon in the vascular surgery service. The complaint is that the staples do not remain attached, and when they are finishing stapling the incision, the first ones they have put in come loose. This has happened to them when closing the skin of the leg after a bypass. As they are vascular patients, with difficult vascularisation and high risk of infection, the staples coming loose is a risk. When it happened to them, they tried different batches, to see if the one with the incidence was defective, but it kept happening. They do not know which lot numbers they used and have not kept the staplers. The other MFR report number related is 3003639970-2022-00424. Further information has been requested.

Manufacturer narrative:
510k exempt. If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Analysis and results: we have received two cases from the same end customer at the same time regarding the same product. The batch of the affected product is unknown, but the possible batches distributed to this customer are: u228008300, u228005500, u218046400, u228000900, u218045100, u218044800, u218042000, u218040700, u218043600. There are no previous complaints of the code 783100 and batches u228008300, u228005500, u218046400, u228000900, u218045100, u218044800, u218040700, u218043600. There is one previous complaint of the code-batch 783100 - u218042000 regarding a similar issue (staples are bent) closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units of the code-batch 783100 - u228008300; 8,850 units of the code-batch 783100 - u228005500; (B)(4) units of the code-batch 783100 - u218046400; (B)(4) units of the code-batch 783100 - u228000900, u218045100, u218044800 & u218040700; 5,688 units of the code-batch 783100 - u218042000 and (B)(4) units of the code-batch 783100 - u218043600. There are no units in stock in b. Braun surgical's warehouse of any of the code-batches. We have not received any sample from the customer. We have analyzed nine samples of the same possible batches from stock. 1) production record: no abnormality was found in the production record. 2) possible factors caused the stapling failure: a) weak staple strength: if the staple strength is weak, staples will not be able to resist the pulling force of the skin. Retention test after staple forming was performed and there was no problem with the staple strength. B) skin was not pulled together sufficiently: if the skin is not pulled together sufficiently when stapling, staples will not be formed properly and will not be able to resist the pulling force of the skin. The way of handling the stapler is stated in the application section of the instructions for use (IFU) as follows: 'with a tissue forceps, pull skin edges together until edges evert. Position the skin stapler over the center of the everted skin edges.' C) trigger was not fully squeezed: if the trigger is not squeezed sufficiently until its motion is halted, staples will not be formed properly and there will be possiblity to occur the gaping wound. The caution when stapling is stated in the application section of IFU as follows: 'to form the staple, squeeze the trigger firmly together until the trigger motion is halted'. D) staples were not formed properly: staple release check has confirmed that all in-house samples have no problem with the staple release function. Therefore, we would like to exclude this assumption as a cause of staple failure. As the result of the investigation, no abnormalities were found in the production record and in-house samples, and it was confirmed that the samples meet our standards. And all possible causes of this event were confirmed to be under risk control. Final conclusion: although the results of the closed samples from stock fulfil the specifications of b. Braun surgical, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
In the initial medwatch was stated: it was reported an issue with manipler skinstapler. The client reported that the wound does not close properly with the stapler and remains dehiscent, with the corresponding loss of time. The patient presents a surgical wound infection. Two cases have been received and both come from the same surgeon in the vascular surgery service. The complaint is that the staples do not remain attached, and when they are finishing stapling the incision, the first ones they have put in come loose. This has happened to them when closing the skin of the leg after a bypass. As they are vascular patients, with difficult vascularisation and high risk of infection, the staples coming loose is a risk. When it happened to them, they tried different batches, to see if the one with the incidence was defective, but it kept happening. They do not know which lot numbers they used and have not kept the staplers. The other MFR report number related is 3003639970-2022-00424. Additional information received on 2 november 2022: - no instrument other than the forceps with teeth used to approximate edges when placing the staple was used. - if the staple is not properly positioned and the skin edges do not close properly, the risk of infection is increased. Therefore, either the staple is removed and put back in again with the resulting loss of time; or another skin closure technique is used either with stitches or intradermal suturing. - the doctors have had more surgical wound dehiscence since they have switched to manipler staplers but no additional information has been provided. - the staples did not stick, they are not well positioned and when the doctor was finishing stapling the incision, the first ones that have been put in, came loose. - the doctor did not suture the inner skin (dermal suture) before using the skin stapler. Sutures are always performed in at least 2 or 3 planes and then the staples. Deep plane of fascia and subcutaneous cellular tissue in one or two planes depending on the patient's fat. Intradermal sutures are not performed because staples are used for the dermis. If doctors have to do an intradermal suture, they use a resorbable suture instead of staples, not both. - both cases received are reported from the same doctor but the complaint is shared by the entire vascular surgeon service. - the doctor complained about the number of the staples. He had the impression that there were fewer staples than in the competition staplers. Perhaps this is due to the fact that the manipler staplers are used for stapling and the doctor has to remove the staples that are not well positioned or with too much edge separation and the consequent extra cost. - there was not at least 5 mm distance between the stapled skin and the underlying bones, vessels or internal organs. Even though the instructions for use says "when it is not possible to maintain at least 5 mm of distance from the stapled skin to the underlying bones, the use of staples for skin closure is contraindicated".